Event description:
It was reported that during a da vinci s prostatectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. The planned surgical procedure was completed, and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and holes burnt through the silicone. All of the damage is contained within one-half of the silicone, between the two parting lines. The holes are located .150" to .410" above the silicone to sleeve interface and their sizes range from under .010" to .025" with varying shapes (round and oblong). Multiple holes indicate multiple arcing events occurred.